Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was an increase in the capture threshold and a decrease in the sensing threshold. The patient is being monitored and the lead remains implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Due to the damage, a complete electrical analysis could not be performed.